Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
The reporter stated that a needle broke off in the stomach and was noticed after injecting. On an unk date, the consumer went to the doctor and was sent for x-rays that day. The consumer stated that he was scheduled for surgery on (B)(6) 2013. Several attempts were made to obtain more medical info but were unsuccessful. No further info is available.